Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced ventricular fibrillation and cardiac arrest requiring CPR and surgical intervention. It was reported that while trying to pace the patient out of ventricular tachycardia, the patient went into ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was started along with defibrillation and ECMO. Patient condition is unknown at the time of the call. Additional information was received. It was reported that the adverse event was discovered during use of biosense webster products, ¿not adverse for bwi product thoughts¿. The physician¿s opinion on the cause of this adverse event was that it was patient condition related (cause by patient condition). Intervention provided was extracorporeal membrane oxygenation (ECMO). The patient required extended hospitalization because of ECMO. The patient fully recovered. Relevant history for arrhythmogenic right ventricular dysplasia (arvd) and very sick already with ventricular tachycardia (vt). Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. It was also reported that while trying to move the carto 3 system out of the room, so emergency care could be provided, the cables (cw540710f, kt0001420, kt0001421) and (m490028) were cut and need replacement. Carto 3 system serial number (B)(6) were used. No product malfunction was reported.